Manufacturer narrative:
H3 and h6: a philips response center engineer (rce) spoke to the customer. Information was provided, which indicated that the patient was last seen shortly before 1:00pm and was found on the floor disconnected in cardiorespiratory arrest. The patient was in intensive care (cardiology service), and had a myocardial infarction discovered late. The patient was found on the floor disconnected in cardiorespiratory arrest between 14:30 and 14: 50 pm; 14:50 corresponds to the time when the patient was reconnected for cardiac massage. The cause of death was a cardiac tamponade. The customer indicated that the death was inevitable, and there was a lack of patient surveillance from the nurses; there was apparently some confusion, as the patient was scheduled to go for a coronography examination and the patient did not go for the examination. The alarm logs provided to the rce were sent to a philips senior clinical specialist (scs). The scs reviewed the alarm logs. The scs found that the monitor, and subsequently the philips information center ix (pic ix) was alarming correctly. There were a lot of technical alarms when monitoring was no longer possible, such as when ECG leads were off, or the spo2 sensor were off. The scs indicated there were no entries between 13:03 and 13:50, which corresponds to the patient being on the floor, although the pic ix cannot tell that it was because the patient was on the floor. There was a brady pulse alarm at 13:01 that ended. The customer configuration file is set to automatically switch to pulse for the heart rate alarm, if ECG leads are no longer able to provide this. The scs noted the following in the alarm log: there was no product malfunction; the device was found to be alarming appropriately, during a review of alarm log data. There was a lack of patient surveillance from the nurses; due to some confusion, as the patient was scheduled to go for a coronography examination and the patient did not go for the examination. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an alarm would not have been taken into account which caused a patient's death. The patient died on (B)(6) 2020.